Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [2.5 mg/ml] at a dose of 1.809 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced withdrawal symptoms. The pump event logs showed motor stall events. A session report with the logs showed the following events: (B)(6) 2019 09:11 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 09:18 pump motor stall recovery (1a) (B)(6) 2019 10:42 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 10:59 pump motor stall recovery (1a) (B)(6) 2019 11:43 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 11:54 pump motor stall recovery (1a) (B)(6) 2019 15:10 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 15:15 pump motor stall recovery (1a) (B)(6) 2019 21:01 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 7:30 pump motor stall recovery (1a) (B)(6) 2019 16:28 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 02:57 pump motor stall recovery (1a) (B)(6) 2019 08:31 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 09:12 pump motor stall recovery (1a) (B)(6) 2019 10:36 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 10:51 pump motor stall recovery (1a) (B)(6) 2019 16:23 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 16:50 pump motor stall recovery (1a) (B)(6) 2019 18:58 critical alarm ¿ pump motor stall occurred(03) (B)(6) 2019 19:09 pump motor stall recovery (1a) (B)(6) 2019 00:01 critical alarm ¿ pump motor stall occurred (03) (B)(6) 2019 01:22 pump motor stall recovery (1a) (B)(6) 2019 04:10 critical alarm ¿ pump motor stall occurred (03) there were no identified environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019 to resolve the issue. At the time of the report the issue was resolved and the patient status was alive without injury. It was noted that the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.